Event description:
It was reported that while using bd vacutainer¿ plastic blood collection tubes no additives: bulk pack, stoppers were missing on an unspecified number of tubes. The following information was provided by the initial reporter: "customer states product is missing stoppers."

Manufacturer narrative:
D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The previously submitted MFR 1024879-2023-00728 should be considered cancelled. There was no report of a device malfunction and product met all specifications.

Event description:
It was reported that while using bd vacutainer¿ plastic blood collection tubes no additives: bulk pack, stoppers were missing on an unspecified number of tubes. The following information was provided by the initial reporter: "customer states product is missing stoppers."